Event description:
It was reported the customer experienced a low blood glucose level (60-70 mg/dl). Customer reportedly may have taken a larger bolus then needed. Customer ate an apple to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.